Event description:
It was reported that this patient underwent a cardioversion on (B)(6) 2025 after which their right atrial (ra) lead was observed to be fractured. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).